Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked, difficulty opening the clip, arm positioner resistance, incomplete coaptation, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported difficulty opening the clip and arm positioner resistance appear to be related to procedural conditions (deployment process started, lock line already partially removed resulting in impacted ability to open the clip). The reported incomplete coaptation appears to be a cascading event of the clip opening while locked. The reported poor imaging is related to procedural conditions (image quality), per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and short posterior leaflet for a mitraclip procedure. During the procedure, first mitraclip was implanted on the central side of anterior and posterior leaflet (a2/p2). It was decided to implant the second clip medial to the first clip. After the first grasp, eccentric jet was observed and the grasp was released. After some adjustments below the valve, the second clip was too close to the first clip. The second clip was inverted and brought up to the atrium. Second clip trajectory and orientation were perfected before going below the valve and grasp was more medial than the initial grasp and was decided to deploy the clip. While removing the lock line, it was observed that the clip was opened. Physician stopped taking out the lock line. It was decided to remove the clip from the patient. Grippers were raised and started to open the clip, but arm positioner was hard once the clip arms were at 60 degrees. Posterior leaflet fell out and it was determined that a single leaflet device attachment (slda) has occurred and the clip was only attached to the anterior leaflet. Clip was closed to 20 degrees and would not open. Grippers were dropped and the clip arm positioner was closed. The clip was deployed. It was noted that the clip was stable on the leaflets. Procedure was discontinued. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.